Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes therapy consultant reported via email that the customer was hospitalized with diabetic ketoacidosis over the weekend. The blood glucose reading was unknown. Medtronic helpline attempted to contact the customer two additional times to obtain more information on the hospitalization, but was unsuccessful. It was stated that the customer has had poor control of their diabetes and they are now interested in using the new sensor.